Event description:
It was reported a patient underwent a total hip arthroplasty on (B)(6) 2008. Subsequently, the patient was revised on (B)(6) 2014 allegedly due to elevated metal ion levels and an audible noise coming from the joint.

Manufacturer narrative:
Evaluation of the returned component found evidence of subluxation of the joint and scratching of the bearing surfaces.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2014-07864 /-07865).